Manufacturer narrative:
The hill-rom technical support representative suggested replacing the external buzzer and the account ordered and received the buzzer. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hill-rom technical support representative contacted the account two additional times trying to determine if the account has replaced the external buzzer and if that resolved the issue. There has been no reply received form the account. Therefore, no further information is available on the repair of the bed at this time. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom technical support received a report from the account stating the bed exit alarm was not loud enough (barely audible with volume turned to high). The bed was located in the bed shop at the account. There was no patient/user injury reported. (B)(4).